Manufacturer narrative:
Model number/catalog number: 72404127, batch/lot number: 615567005, model/catalog description: control pump fgs iz,model number/catalog number :72400024, batch/lot number: 618103003, model/catalog description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) due to suspected urethral atrophy. A revision procedure was performed in which all the components were replaced, however no device malfunctions were expressed. No information was provided about the patient's outcome. No more information available at the moment. Should additional information become available, it will be provided.